Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2022, administration of the anticancer agent was started. On (B)(6) 2022, during infusion of the anticancer agent (etoposide), the catheter was damaged in two places and leakage occurred from the catheter. The patient's clothing was found to be wet, however, the patient injury such as skin inflammation due to fluid leak has not been reported to date. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2022, administration of the anticancer agent was started. On (B)(6) 2022, during infusion of the anticancer agent (etoposide), the catheter was damaged in two places and leakage occurred from the catheter. The patient's clothing was found to be wet, however, the patient injury such as skin inflammation due to fluid leak has not been reported to date. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong nxt clearvue catheter. Was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and a weeping leak was observed just distal to the white sleeve of the proximal connector piece. A microscopic observation revealed multiple, small, jagged splits in the white sleeve of the proximal connector piece. These splits were grouped together in two clusters which were found to be directly opposite from each other. Striations were observed on the surface of the largest split in the white sleeve of the proximal connector piece. An additional split was observed in the extension leg tubing just distal to the white sleeve of the proximal connector piece. The split appeared to be superficial with its length narrowing as it nears the inner wall of the tubing. The surface of this superficial split was observed to be flat but somewhat rough. The location, shape, and texture of the splits observed in the returned sample indicate damage caused by contact with a metallic instrument such as hemostats. H3 other text : evaluation findings herein.